Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance on both defibrillation coils as well as the pacing portion. Artifact was also observed. The left ventricular (lv) lead also exhibited high impedance as well as high thresholds. The physician acknowledged awareness and did not need any further notifications. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.